Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing glue and cut on probe unit. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer reported damage to the pink rubber and rough edges of the distal tip during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient involvement.